Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported insulin pump had software error detected alarm. The customer state that they were able to clear alarm and finish complete prime process but not able to passed the self test. The customer¿s blood glucose was 237 mg/dl at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed selftest and displacement test. No pump error 53 alarm noted during testing or listed in pump history. (B)(4).